Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed the no telemetry condition, and also revealed no output and early battery depletion. Further testing of the device revealed that the early battery depletion was due to high current drain that was caused by a leaky ceramic filter capacitor.